Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed and the device met all pre-release specifications. The delivery system was returned to gore for evaluation. Evaluation of the returned product indicates separation of distal shaft from the dual lumen and damage to the distal shaft. The cause of these distal shaft observations cannot be confirmed, but there is evidence of stress-induced damage. The deployment line appears unremarkable. Evaluation observations are consistent with the delivery catheter being caught on something during removal, but there are no observations which support the report of the deployment line being caught. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021 a patient presented with an unknown etiology at an unknown anatomical location and underwent treatment utilizing a gore® viabahn® endoprosthesis with heparin bioactive surface device. The viabahn device was able to be successfully deployed (utilizing an 8fr cordis brite tip® sheath), but the deployment string didn't completely detach and instead remained in the patient. The physician was able to snare the deployment string and remove it from the patient entirely. Patient tolerated the procedure. It was also reported that this was a venous application, but no further information on exact location/disease state is known.